Event description:
It was reported the fabric foundation of the unit was burned by an internal component.

Manufacturer narrative:
It was reported the fabric foundation of the unit was burned by an internal component. Our examination revealed that one of the terminals had been broken near a thermostat, resulting in a spark which had not been contained by our double-insulated design and caused a 1/4" burn hole in the fabric cover. In addition, we observed that the safety switch had been bypassed with a rubber band. We concluded that this report was attributable to misuse by the user, and failure to follow instructions as to the care and handling of the unit.